Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the correct charging accessories, and attempts with alternative ones also failed. There was no adverse impact to the customer's blood glucose level. The company arranged to replace the non-functioning pump, providing a replacement with updated software and ensuring the customer was informed of necessary procedures and trained for the new device. However, a delay in the replacement's delivery led to the customer expressing concern about the potential risk to their health due to a lack of necessary supplies and availability of their doctor.